Event description:
It was reported that the user experienced hyperglycemia after running out of insulin, with blood glucose exceeding 300 mg/dl, resumed delivery after backup insulin use, and later sought guidance on infusion set placement and cannula fill during a supply change; delivery was resumed and blood glucose decreased to 177 mg/dl, with no device alerts or alarms reported. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without medical intervention, no hospitalization, and no need for assistance. Investigation included troubleshooting and education regarding potential contributors such as missed insulin and infusion set placement, as well as confirmation of resumed insulin delivery and glucose trend improvement. Investigation of this case revealed no confirmed device malfunction and a likely user-related cause associated with insulin unavailability and infusion set handling. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.